Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) ranging from 40-60 (mg/dl). Reportedly, the customer's basal rate settings needed revision. Food was consumed to treat bg. The customer consulted with the clinical diabetes specialist regarding diabetes management.